Event description:
Information received from the field does not address the patient's clinical status but notes that post implant, the ventricular lead impedance was >2500 ohms and no pacing or sensing was seen. The physician opened the pocket and tightened down the setscrew after which normal function ensued.